Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio sync meter displayed inaccurately high blood glucose results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he first noticed that the subject meter was reading inaccurately on (B)(6) 2015 between 11:37pm and 11:40pm when he obtained an alleged inaccurately high blood glucose result of "127 mg/dl" with the subject meter compared to "21 mg/dl" on and unknown emergency medical service (ems) meter, within 30 minutes of each other. Based on statistical methodology, the reported difference between these results falls outside lfs' accuracy criteria. The patient manages his diabetes with a combination of lantus and humalog insulins injecting "lantus 75 units before bedtime and humalog 1 unit for every 25 carb and an additional unit for every 10 mg/dl above the target number&#56224;he claimed that 2 hours before obtaining the reported results, he had developed symptoms of "shaky, sweaty, didn't remember the readings or what was happening". He reported that he received "IV fluids" from a healthcare professional to treat his symptoms at 11:40pm on (B)(6) 2015. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and he described the correct testing procedure. The cca also noted that the meter was set to the correct unit of measure. The patient was unable or unwilling to perform a control solution test and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported for the following reasons: although the patient reportedly developed symptoms suggestive of severe hypoglycemia before the alleged meter issue began, it cannot be ruled out that the subject meter may have been reading inaccurately high prior to this time resulting in him administering increased insulin which caused or contributed to the reported acute diabetes excursion.